Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) patient sample was found to be contaminated with bacteria identified as bradirhizobium denitrificans. The patient testing was repeated and there was no health impact reported. This is report 5 of 6.

Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bactec mgit 960 sire kit batch 5020124 is composed of mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). The batch history record reviews for mgit 960 sire kit batch 5020124, mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998 were satisfactory with no quality notifications generated during manufacturing and inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing, including all sterility and antibiotic susceptibility testing, was satisfactory at the time of release. The complaint history was reviewed, and no trends in complaints for this defect have been identified. There are no photos or returned samples available for this investigation. Retention samples of sire supplement batch 4289932, streptomycin batch 4297723, isoniazid batch 4297728, rifampin batch 4297733, and ethambutol batch 4284998 were available for inspection. Two supplement vials were incubated, one at 20¿25°c and one at 33¿37°c for seven days. Two vials of each of the lyophilized drugs were reconstituted; for each drug batch, one vial was incubated at 20¿25°c and one vial was incubated at 33¿37°c. At seven days, there was no contamination present in the reconstituted drugs or supplement vials. Direct incubation of reconstituted drugs and supplement vials did not show evidence of contamination. Therefore this complaint could not be confirmed. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination defects.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) patient sample was found to be contaminated with bacteria identified as bradirhizobium denitrificans. The patient testing was repeated and there was no health impact reported. This is report 5 of 6.